Manufacturer narrative:
The subject device was received and evaluated. Device evaluation noted the reported customer issue was confirmed. Evaluation noted slow leak from the contact pin, instrument channel and bending section (a-rubber). The scope connector contact pins noted with deformation , insertion tube noted with dents and bite. The bending section a-rubber adhesive was noted to be peeled off, hole /cut in bending section was observed. Additionally, evaluation found the device displayed no image , the plug unit not responding. Based on investigation results, the reported customer issue was confirmed. Probable cause based on reasonably known information based on device evaluation was due to physical stress and degradation attributed to component failure. The image issue was noted to be due to damage component failure and attributed to electronic component failure. Olympus will continue to monitor complaints for this device.

Event description:
Customer reported "failed leak test" . The issue was found during reprocessing. Event date unknown. There was no patient involvement in this reported event. Device inspection found the device displayed no image.